Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges that the device cuff popped after intubating the patient during a CPR event. No patient injury or complication was reported related to the alleged issue reported.

Event description:
Customer complaint alleges that the device cuff popped after intubating the patient during a CPR event. No patient injury or complication was reported related to the alleged issue reported.

Manufacturer narrative:
Qn#(B)(4). The sample was not returned for evaluation; therefore, five pieces were retrieved from the current production lot at the manufacturing facility. A visual exam was performed on the representative samples and no defects were observed. The cuffs of the representative samples were then inflated to maximum pressure using a calibrated endotest. None of the cuffs burst even when inflated to 120mbar. The cuffs of the current production samples were then inflated to maximum pressure using 20ml syringe. None of the cuffs burst. It is stated in instructions for use (IFU) not to overinflate the cuff. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. There is no physical evidence of failure as no sample was returned for investigation. Without the device to evaluate the complaint could not be confirmed and the probable root cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.